Event description:
Per note sent with unit (to dealer) - high pressure alarm, unit autocycling, noisy turbine, no alarm upon disconnect. Place of incident: home; pt family member reported hi pressure alarms - autocycling and sounding louder and louder like it was going to take off in flight. Nurse also said same thing night before. The service tech checked event trace and did see a lot of high pressure alarms, but when the service tech had vent turned on it wouldn't do it. Also family member said they remove patient for "sx" and it doesn't alarm for a very long time, but it also didn't do this for tech. Family member also commented replacement vent much quieter than the one being returned. Accessories used: heated wire circuit, humidifier; power source at time of event: ac; primary power source: ac.